Event description:
No real time secg after implant. The device was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content was inspected revealing no anomalies. The device was interrogated with a clinical programmer. The implant was found to be in shelf mode, in which sensing is inactive. Programming the device activated the sensing and detection functionality. The device was subjected to an electric test, which proved the devices functionality to be as specified. In summary, the device was not activated after implantation. After programming the implants sensing functionality was as expected.